Event description:
The patient was undergoing a coil embolization procedure in the anterior middle meningeal artery (mma) using a swiftpac coil (swiftpac), a neuron select catheter 6f (6f select), a non-penumbra microcatheter, a non-penumbra sheath, and a microwire. During the procedure, the physician successfully placed two swiftpacs into the target vessel. The physician then advanced a third swiftpac three fourth of the way into the target location and decided to reposition the microcatheter into the posterior branch of the mma. While retracting the third swiftpac back into the microcatheter, the third swiftpac unintentionally detached within the microcatheter. The microcatheter containing the third swiftpac was removed. The procedure was completed using two additional swiftpacs, the same 6f select, the same microcatheter, the same sheath, and the same microwire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned swiftpac coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was inside the distal tip of the pusher assembly. If the swiftpac coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire, resulting in the embolization coil detaching from the pusher assembly. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed kinks in the pusher assembly and offset coil winds along the length of the embolization coil. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.